Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that the play of the up/down knob was out of standard value due to wear of the angle wire. The up/down knob could not be locked securely due to wear of the forceps elevator lever and the insulation resistance at the distal end did not meet standard value due to adhesive peeling on the bending section rubber. The air/water cylinder and scope cylinder had no color and the bending section rubber adhesive was detached. The connecting tube was snaking and the coating was peeling. The universal cord had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the evis exera iii colonovideoscope had too much play in the angle. Inspection and testing of the returned device found that there was foreign material lodged in the grooves of the scratches on the connecting tube. There were no reports of patient harm associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the event, ¿foreign material adhered to insertion tube¿, was confirmed. The foreign material could not be specified. The root cause of the remaining foreign material could not be identified since it was unknown if the reprocessing steps were implemented in line with the instructions for use (IFU). It was confirmed that the section of the device with the foreign material residue had no deformation. There was no report that the subject device was used in procedure while the suggested event occurred. Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use (IFU/cleaning/disinfection/sterilization). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the device was manufactured. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): - IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. - IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.